Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient¿s lead had migrated 1.5 vertebral bodies from caudal t7 to mid-t9 and she experienced a loss of stimulation and less than 50% therapy relief across the low back. The patient¿s lead was surgically repositioned and was placed back at t7. Intra-operative tests were performed and the patient reported coverage across the low back as reported prior to lead migration. The leads were then secured down with bumpy anchors and no further action was required. It was noted that impedances were checked and all electrodes were within normal limits. No patient injury was reported.

Event description:
Follow up information received reported that the cause of the lead migration was unknown. If additional information is received, a follow up report will be sent.